Event description:
This lead dislodged three times during the initial implant. The physician was able to successfully position this lead; however, it was found to be dislodged one day post implant. Therefore, it was explanted and replaced.